Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that during the patient's ipg replacement the lead would not fit correctly or stay connected to the header, resulting in high impedance issues. Therefore, during the procedure on (B)(6) 2023 one extension was attached and inserted into the port. The issue was resolved, and therapy was restored.